Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pvi pouch in the tray was empty.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the pvi pouch was empty as there was no presence of pvi solution traces inside the pouch. The defect could be a failure contributed by vendor or supplier process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pvi pouch in the tray was empty.